Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device returned to MFR: a visual and microscopic examination identified that the device was returned with the stent dislodged and the stent was not returned. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the femoral artery. The 85% stenosed, 2.5-3.5x30mm concentric and denovo target lesion was located in the mildly tortuous and non-calcified left circumflex (lcx). The lesion was predilated with a 2.5mm maverick balloon, leaving 20% residual stenosis. A 3.00x24mm taxus liberte stent delivery system (sds) was advanced to the lcx and it was noted that the stent dislodged from the sds. The procedure was completed by implanting three additional stents. The patient's current condition is stable. Additional information was requested and is not available.

Event description:
It was further reported that the physician experienced difficulty crossing the lesion with the 3.00x24mm taxus liberte stent delivery system (sds). An attempt was not made to retrieve the dislodged stent.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the femoral artery. The 85% stenosed, 2.5-3.5x30mm concentric and denovo target lesion was located in the mildly tortuous and non-calcified left circumflex (lcx). The lesion was predilated with a 2.5mm maverick balloon, leaving 20% residual stenosis. A 3.00x24mm taxus liberte stent delivery system (sds) was advanced to the lcx and it was noted that the stent dislodged from the sds. The procedure was completed by implanting three additional stents. The patient's current condition is stable. Additional information was requested and is not available.